Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-03155. It was reported that the patient received many appropriate shocks for ventricular fibrillation (vf) storm. The implantable cardioverter-defibrillator delivered several shocks without termination of vf so external shocks were delivered while the patient presented in the hospital causing the atrial lead to dislodge. The doctor suspected electrolytes must have been out of balance. Defibrillation threshold (dft) testing was performed and the device terminated the vf successfully. Programming changes were made. The device remains implanted. During the procedure, fluoroscopy revealed insulation break. It was also visually confirmed on the lead. The lead was capped and replaced on (B)(6) 2020. The patient was stable before, during and after the procedure.